Manufacturer narrative:
The customer declined service and stated this was the only sample in question and prostate-specific antigen (psa) quality control (qc) and system checks were within specs. The sample was collected in a 7ml yellow top serum separator tube. The sample was allowed to clot for 25 minutes and centrifuged for 10-minutes at 3,380 rpm) rotations per minute). The sample was analyzed from the primary container. The sample was re-centrifuged prior to analysis on (B)(6) 2008. System check from (B)(6) 2008 was within specs. Quality control (qc) on the date of the event was within specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-02515, 02516 and 02553.

Event description:
The customer reported an elevated prostate-specific antigen (psa) result for one pt sample involving access 2 immunoassay system. The pt initially had an elevated psa result in (B)(6) 2007. This is report number one of four. The pt sample was sent to the reference laboratory and produced an expected result from a dxi system. The elevated result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event.